Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor reading was at 106mg/dl and when customer checked blood glucose it was 452mg/dl. Customer stated one infusion set was not connected, other one was clogged and the other had leaked. Customer had programming and battery issues. Customer stated had alarms for high and low blood glucose and stated it needs re programming. Customer stated had blood glucose at 161mg/dl and as low as 70mg/dl.troubleshooting was done. No further information provided.